Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing had detached from the infusion site. The fork shaped plastic connector piece remained connected to the infusion site. Patient's blood glucose level at the time of this event was 296 mg/dl, which was treated with insulin delivery via injection. As a result of over correcting, patient's blood glucose level dropped down to 56 mg/dl. The patient ate corn flakes to correct it. The patient did not notice any damage when the package was first opened. No further information available.